Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic piece was dislodged into the arm during the procedure that apparently came off the device. According to them anecdotal recording of these incidents, the plastic piece, in each procedure, was dislodged while ¿running through the scope¿. They were unable to tell us if it was a piece of the scope itself, the c-ring or another aspect of the device. In each incident, the broken piece was recovered, there was no injury to the patient, there was a minor procedural delay that occurred in order to recover the loose plastic piece. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic piece was dislodged into the arm during the procedure that apparently came off the device. According to them anecdotal recording of these incidents, the plastic piece, in each procedure, was dislodged while ¿running through the scope¿. They were unable to tell us if it was a piece of the scope itself, the c-ring or another aspect of the device. In each incident, the broken piece was recovered, there was no injury to the patient, there was a minor procedural delay that occurred in order to recover the loose plastic piece. The hospital did not report any patient effects.

Manufacturer narrative:
H6 correction: device codes changed to peeled. Internal complaint number: (B)(4). A lot history record review was completed for lots 25153671, 25154514, and 25154740 the last 3 lots shipped to the account prior to the event/aware date. There was one ncmrs, rework, or deviations documented for the lot number 25154740- ncmr #17211-2/500 cartons were received damaged at the distribution center. Refer attached xpo logistics ncmr form. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.